Manufacturer narrative:
The device has not been received. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional info becomes available.

Event description:
Twice in the past week, nurses have complained that the microbore tubing from baxter leaks. It leaks right where the syringe attaches to the tubing. There is no visible crack or defect in the tubing. These "leaks" have resulted in the nurses involved finding puddles of IV fluid on the counter. Although baxter attempted to obtain info, details were not available regarding additional contact info, pt demographics, or medication involved.